Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it is reported that possibly during a revision surgery of the nail system, which was implanted on (B)(6) 2013, it was not possible to extract the lag screw from the nail, probably due to the cold fusion between the nail and the lag screw. It is also stated, that the lag screw tabs broke, as well as the lag screw extracting instrument. The nail could therefore not be removed. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: raw material certificate confirms that the product was manufactured according to the material specifications. Root cause analysis: root cause determination using rmw: - damage of the implant (tap-stripping) due to lack of adequate lag screw design for extraction not possible -> torsional strength evaluation of the zimmer natural nail cephalomedullary nail lag screw tab interface and material compatibility specification certify the design of the lag screw for extraction. - damage of lag screw due to users not choose the proper alignment and position for lag screw placement => possible, no x-rays were received for the investigation, therefore cannot be excluded. - screw damage due to users apply too high torque force leading to hex stripping => possible, too high force applied on the lag screw can lead to the stripping resulting in the system being stuck. Conclusion summary: the nail system was implanted on (B)(6) 2013. Probably during a revision surgery the surgeon was not able to extract the lag screw form the nail. The device manufacturing quality records indicate, that the released components met all requirements to perform as intended. Raw material certificate of the lag screw confirms, that the product was manufactured according to the material specifications. Possible reasons for the reported event are that wrong implantation position leading to damage on lag screw during the time in use and/or high forces applied during the extraction process which led to the stripping resulting the reported failure. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the products remained in the patient. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, that changes this assessment, an amended medical report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a znn, cmn lag screw, 10.5 mm, 90 mm, including set screw on the right side on (B)(6) 2013. It was stated that it was not possible to extract the lag screw from the nail, probably due to cold fusion between the nail and the lag screw (cephalic screw). It was also mentioned that the lag screw tabs broke as well as the lag screw extracting instrument. The nail could therefore not be removed (as it was planned).